Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 5 and 24 hours. The patient noted pain at the insertion site (abdomen) and contacted her doctor. The patient was prescribed anti-inflammatory medications and tablets (patient does not recall name of prescription) but the issue persisted. An appointment was made by her doctor to have the site lanced at (B)(6) hospital. The site slowly healed after the hospital visit.